Event description:
Chart review: patient previously has undergone bilateral breast subglandular saline breast augmentation. She had developed a spontaneous deflation of her right breast implant and she was seen at another hospital about seven years ago, when both saline implants were replaced in a submuscular position. She recovered well from that surgery. About five years ago, she developed a spontaneous deflation of the right breast implant and was seen at the same outside hospital and had replacement of the saline implant with an allergan 68 lp-225 saline implant. The patient recovered well from that surgery. About two weeks ago, she developed a spontaneous deflation of her left breast saline implant. She reports having no antecedent history of trauma to her chest. Her most recent digital mammogram this year was within normal limits. She is now presenting for replacement of both submuscular breast implants with silicone gel implants.